Event description:
Boston scientific crm received information that during a routine follow-up shortly after implant, this patient experienced pain in her chest and back when ventricular pacing was performed. Programming changes were made to set the device to vvi-60. Approximately six days later, the patient was hospitalized due to suspicion of heart failure. No pain was experienced when ventricular pacing was tested. It was suspected that paroxysmal atrial fibrillation occurred. A few days later when rechecked, no anomalies were observed when pacing. The next follow-up visit five days later noted pericardial fluid on an echocardiogram. No intervention has been taken and the patient will continue to be monitored.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.